Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified vessel below the knee. A 2.5mm x 150mm x 150cm, mr coyote balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured at nominal pressure. The procedure was completed with a different device. No patient complications nor injuries were reported. It was further reported that the balloon was ruptured during second inflation at 8 atmospheres and was completely removed from the patient.

Manufacturer narrative:
E1. Initial reporter city: (B)(6). Updated b5: describe event or problem.

Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified vessel below the knee. A 2.5mm x 150mm x 150cm, mr coyote balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured at nominal pressure. The procedure was completed with a different device. No patient complications nor injuries were reported.